Event description:
This complaint is now reportable based on the analysis completed on 09/27/2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 95% stenosed target lesion was located in the severely calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm apex balloon and then a 2.5x24mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The physician attempted to cross the lesion multiple times, but was unsuccessful. The device was removed from the patient and the lesion was predilated again, but the physician was still unable to cross the lesion with the sds. The procedure was ended with no patient complications reported. The patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: visual and microscopic examination identified distal stent damage. Three struts on the first row from the distal end were raised proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the complaint report states that the lesion was severely calcified and heavily calcified lesions are contraindicated in the dfu. (B)(4).